Event description:
The customer observed a falsely decreased magnesium result generated on the alinity c processing module for an 18-year-old female patient sample that was higher when repeated on another instrument. The following data was provided: (B)(6) 2026, sample ID: (B)(6), initial result = 0.507 mmol/l, (B)(6) 2026, sample ID: (B)(6), result on another instrument ac07889 = 0.876 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Complete entry section a1 - patient identifier = (B)(6). Complete entry section e1 - phone number = (B)(6). Section a patient information: refer to section b5 for complete patient information. All available patient information was included. Additional patient details are not available.